Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage could not be determined. Fluid was leaking from this damage, resulting in a failure of the fluid path. Download data showed no timeouts or drive stalls and no alarms were generated.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.